Manufacturer narrative:
The complainant reported that the midline catheter was inserted on (B)(6) 2024 and removed on (B)(6) 2024. The complainant added that the facility providing care to the patient was having difficulty flushing the line. The complainant added that her understanding is that the facility initially flushed the line with a 10ml syringe, and then moved to a 5ml and 3ml syringe. The line started working and then "clotted off", so the facility sent the patient to the ER to have the line replaced. Upon removal, the line was observed to have a break at the 8cm mark with signs of material stress and rupture from internal pressure. At the time that the catheter was removed, a swab cap was attached to the catheter in place of the standard needless neutral connector. No photographs of the catheter were taken and the facility reported that they would not return the catheter for avi's evaluation. A review of the lot history revealed no nonconformances associated with the production lot. The avi IFU specifies the use of a syringe of "10ml (or larger)" for flushing and heparinization. Based on the information provided by the complainant, the likely cause of the break is that the user employed syringes less than 10ml and subjected the line to a high level of pressure.

Event description:
Report of a break in a midline catheter.